Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The photo showed the arterial sample associated with the complaint. No obvious defects or anomalies were observed. The customer also returned one arterial catheter for analysis. Signs of use were observed on the sample. Visual analysis did not reveal any defects or anomalies. The catheter body length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The outer diameter of the catheter measured 1.28mm which is within the specification limits of 1.24-1.30mm per the catheter extrusion graphic. The inner diameter at the distal tip measured 0.69 mm, which is within the specification limits per the statement (english translated), "the tip of the catheter must allow the insertion of pins from = 0.69mm to a depth of at least 2mm reversible tip deformation during the test is acceptable", per catheter product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire". A lab inventory guide wire was threaded through the returned catheter and was able to advance through with little to no resistance. A lab inventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter appeared to flush as intended. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user , "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of an arterial catheter functionality issue was not confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies of any kind. Likewise, the catheter met all relevant dimensional and functional requirements. A device history record review based on a potential lot from sales history did not identify any manufacturing related issues. Based on the sample received and the customer report, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the ICU, a doctor inserts the arterial catheter into a patient. The insertion method is the usual one. Before 24 hours there is no signal or the signal is muffled. The blood sample cannot be drawn. Another catheter needs to be inserted." Additional information received from the customer reports, "when the arterial line was initially placed, there was a good waveform." The patient's current condition is reported as "unknown" at this time.

Event description:
It was reported that "in the ICU, a doctor inserts the arterial catheter into a patient. The insertion method is the usual one. Before 24 hours there is no signal or the signal is muffled. The blood sample cannot be drawn. Another catheter needs to be inserted." Additional information received from the customer reports, "when the arterial line was initially placed, there was a good waveform." The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4). Full UDI is not available as the customer did not provide the lot #.